Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced incorrect label information. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event description per states, bd customer service rep transferred caller stating she is having issues with syringes and the number listed on them. She stated the number should have a different 4 digit code in the middle of each (example ndc number (B)(4) customer rep that transferred caller provided item numbers 306513- 306545 stating the bd item number is the 4 digit code plus the last two digits. ) because that determines the drug in each syringe. It is causing confusion when scanning the items. She provided lot number-3134965 sodium chloride 10ml flush lot number 3135338- heparin 5ml and 10ml flush syringes, she was not aware of the part numbers. Additional information received from customer states, as pharmacists, we have issues with the first two segments of an ndc containing the same information for totally different products heparin is a high risk medication, and it is disconcerting that different concentrations are being grouped together due to ndcs. It looks like the order ndcs that were assigned to these flush products did differentiate the second segment and now they are all grouped together. My hope is that numbering logic could be switched back. We have also submitted this concern to (B)(4) as our facility believes that this is a patient safety issue".

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced incorrect label information. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per states, bd customer service rep transferred caller stating she is having issues with syringes and the number listed on them. She stated the number should have a different 4 digit code in the middle of each ( example ndc number (B)(4) customer rep that transferred caller provided item numbers 306513- 306545 stating the bd item number is the 4digit code plus the last two digits). Because that determines the drug in each syringe. It is causing confusion when scanning the items. She provided lot number-3134965 sodium chloride 10ml flush lot number 3135338- heparin 5ml and 10ml flush syringes, she was not aware of the part numbers. Additional information received from customer states, as pharmacists, we have issues with the first two segments of an ndc containing the same information for totally different products. Heparin is a high risk medication, and it is disconcerting that different concentrations are being grouped together due to ndcs. It looks like the order ndcs that were assigned to these flush products did differentiate the second segment and now they are all grouped together. My hope is that numbering logic could be switched back. We have also submitted this concern to ismp as our facility believes that this is a patient safety issue."

Manufacturer narrative:
Per additional information received from customer, the medical device catalog #, medical device brand name, medical device type, and common device name have been updated. The following information has been updated: d.1. Medical device brand name: syringe 10ml reg pr saline fill spkg. D.1. Medical device common name: intravascular catheter. D.2. Medical device type: ngt. D.4. Medical device catalog #: 306553.

Event description:
Hold cm 4/14 it was reported that an unspecified number of an unspecified bd syringe experienced incorrect label information. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per states, bd customer service rep transfered caller stating she is having issues with syringes and the number listed on them. She stated the number should have a different 4 digit code in the middle of each ( example ndc number (B)(4) customer rep that transfered caller provided item numbers (B)(4) stating the bd item number is the 4digit code plus the last two digits. ) because that detetmines the drug in each syringe. It is causing confusion when scanning the items. She provided lot number-3134965 sodium chloride 10ml flush lot number 3135338- heparin 5ml and 10ml flush syringes, she was not aware of the part numbers. Additional information received from customer states, as pharmacists, we have issues with the first two segments of an ndc containing the same information for totally different products heparin is a high risk medication, and it is disconcerting that different concentrations are being grouped together due to ndcs. It looks like the order ndcs that were assigned to these flush products did differentiate the second segment and now they are all grouped together. My hope is that numbering logic could be switched back. We have also submitted this concern to ismp as our facility believes that this is a patient safety issue",

Manufacturer narrative:
The medical device manufacturer has been updated. The following information has been updated: d.3. Medical device manufacturer: drogheda, ireland; becton, dickinson and co. G.1. Manufacturing location: drogheda, ireland; becton, dickinson and co.